Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The meter result at 08:30 am was 2.30 inr. The result from the laboratory within 1 hour was 3.1 inr. The lab result was used for the therapy decision, half of a tablet of coumadin was taken. The patient's therapeutic range was not provided.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The test strips were requested for the investigation. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The test strips were returned for investigation. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.7 inr qc 2: 2.7 inr qc 3: 2.6 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 were updated.